Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two proglide devices after a percutaneous coronary interventional procedure via a 6f sheath. Reportedly, it was noted that the sutures looked fragile and of poor quality. Suture breaks occurred with both proglide devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Out of curiosity, the physician decided to test a third proglide device using a simulator, and the same issue occurred. No additional information was provided.

Manufacturer narrative:
The additional vessel closure devices with reported issues referenced are filed under separate medwatch report numbers. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.